Event description:
I am reporting the implant device I have a textured natrelle biocell device. I received a letter from allergan about the voluntary recall. I have suffered from hardening "if the great". I have had fluid aspirated at least twice possibly three times. I have been unable to catch my breath when this horrific pain occurs in my breast into my chest and back. I felt helpless, this has gone on for several years and I was told it was scar tissue. The aspirated fluid was not tested after the u/s. I just want a resolution. No more pain. I have had terrible anxiety and depression from not knowing why I am not better after five years. My quality of life is and has been poor. What can I do? Test performed at (B)(6), by dr (B)(6). Test not performed on 11/18. Concerned about diagnosis since I have relevant symptoms. FDA safety report ID# (B)(4).